Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is dependent on the pacemaker for normal function. It was noted that the patient's pacemaker went into backup vvi mode due to a low battery voltage prior to a routine procedure to change out the device. The right ventricular lead was successfully disconnected from the old pacemaker and connected to a new pacemaker during the procedure. It was also noted that the physician was unable to disconnect the right atrial lead from the old pacemaker using different hex wrenches due to a set screw issue. The silicone over the screw was removed and the screw completely came out of the device. The atrial lead was successfully removed from the old pacemaker and connected to the new one. The patient was recovering.

Manufacturer narrative:
The field complaint of backup mode was confirmed, and the ra setscrew problem could not be confirmed. Device was received in backup mode and had reached eri voltage level when received. The device was in backup mode due to an unexpected error detected by the product code. The product code was reloaded to restore device normal operation. The ra septum and setscrew were removed in the field and were not returned for analysis. Therefore, no analysis could be performed on the ra septum and setscrew. The root cause of the problem could not be determined.